Manufacturer narrative:
Arjo was notified about an event involving a carendo shower chair. It was reported by the customer facility¿s clinical nurse consultant (cnc) that a resident died after she fell out of the carendo. The resident was hospitalized, but it is unknown what injuries were sustained. The exact date of event was unknown, but may have occurred 6-8 weeks before arjo was notified about it. The cnc initially contacted arjo to enquire about seat belts for this device. No further information has been made available to date. The facility¿s representative has stated to the arjo representative that the facility will not provide any further information relating to the incident. According to the customer facility representative's statement, they believe user error was the cause of the event. Arjo has not been given access to inspect the device. No device failure or symptom of an incorrect functioning, which may have allowed to identify the potential fault, was indicated upon communication. The details about circumstances of the event were unknown. The customer initially contacted arjo to ask about safety belt, which is a carendo chair¿s accessory. The carendo seatbelt can be used to secure the patient in chair. It is to be fastened on either sides of the backrest and has adjustable length. The caregiver during use of the belt should ensure that the seatbelt is close to the patient¿s body. The carendo instructions for use (IFU) provides user with safety information regarding the device e.g.: ¿to prevent the patient from falling, make sure the safety belts are undamaged. If damaged, do not use the safety belts, replace with new ones before use.¿ in summary, the carendo shower chair was used, when the event occurred and therefore was involved in the reported event. The device was not evaluated by arjo after the incident and it is unknown if the device was functioning according to the manufacturer¿s specification during the event. This complaint was decided to be reported to the regulatory authorities due to indication of a resident's death caused by a fall out of the involved arjo device.

Manufacturer narrative:
No further information has been made available to date. Please note the facility representative has stated to the arjo representative that the facility will not provide any further information relating to the incident. According to the customer facility representative's statement, they believe user error was the root cause. Arjo has not been given access to inspect the device and arjo does not service the claimed device. The device was probably serviced by a 3rd party service provider. Investigation is on-going and more information will be provided in the next report if available. Access to device was not given.

Event description:
Arjo has been notified about an event involving a carendo shower chair. It was reported by the customer facility¿s clinical nurse consultant (cnc) that a resident died after she fell out of the carendo. The resident was hospitalized, but it is unknown what injuries were sustained. The cnc initially contacted arjo to enquire about seat belts for this device. The exact date of event is unknown, but may have occurred 6-8 weeks before arjo was notified about it.